Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter and suffered a pericardial effusion which required prolonged hospitalization. During the procedure, the physician noticed a pericardial effusion while accessing the left ventricle via the aorta, retrograde access ¿after creating a full map and completing 4 ablations¿. The physician could not get the positioning they wanted, and when trying to prolapse the catheter, there was high force readings on the carto 3 system and the patient¿s blood pressure slightly dropped. The physician confirmed the pericardial effusion on intracardiac echocardiography (ice). They continued to monitor the patient and after about an hour, they noticed the pericardial effusion grew larger but not large enough to do a pericardiocentesis. The physician brought in a cardiothoracic surgeon (cdor) to monitor the patient and an echocardiography (echo) technician who completed a transthoracic echo. They decided to continue monitor the patient and "after a while" they saw that the pericardial effusion began to get smaller on ice and echo. No other medical intervention was provided. The patient was in stable condition. The physician believes they may have pushed too hard as they were moving into a different position when attempting to prolapse the catheter and not while ablating with the catheter. Ngen system was in use. The additional information indicated that intervention performed was monitor on echo, overnight in the intensive care unit (ICU), and no pericardial tap or surgery done. The patient fully recovered (no residual effects). The procedural act was >300 seconds. Initially went in with optrell catheter, then exchanged for qdot micro catheter and no transseptal puncture noted. The optrell catheter was not part of the pericardial effusion. The physician¿s opinion on the cause of the adverse event was procedure related. The high force reading issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The adverse event was assessed as MDR reportable.